Event description:
Event description boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD), a shorted shock lead warning was observed. At induction, two delivered shocks showed impedance measurements of less than 20 ohms. The patient was externally rescued. Subsequently, another ICD was successfully implanted. The physician was aware of the potential risk involved in leaving the original lead system in place.